Event description:
It was reported that distal tip detachment occurred requiring additional intervention. A 018/260 platinum plus guidewire was used during the procedure. However, it was observed that the wire and an axillary balloon pump were separated inside the patient's body. The physician had to gain femoral access and snared the distal portion of the wire. The device was removed and the procedure was completed with no patient complications nor injuries reported.

Event description:
It was reported that distal tip detachment occurred requiring additional intervention. A 018/260 platinum plus guidewire was used during the procedure. However, it was observed that the wire and an axillary balloon pump were separated inside the patient's body. The physician had to gain femoral access and snared the distal portion of the wire. The device was removed and the procedure was completed with no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire returned was inspected and it is possible to observe the core wire was detached at 255cm from proximal section. The wire returned was inspected and it is possible to observe the core wire was detached. The outer dimensions were found within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.